Event description:
The doctor stated that the patient had surgery 2 years ago and came to the hospital with the pain complaint. After investigations, the patient had revision surgery and it was seen that the implant loosened and ha coating was not existing almost all part of the stem.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the returned device shows a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the establishment, it is practically not noted a presence of osseousintegration. Dimensional evaluation of the device finds the product conforms to specifications. A review of device history records shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.